Event description:
Functionality to delete or cancel an order for a duplicate or interacting medication is missing a specific ordering sequence in inpatient epic hyperspace. Ordinarily when a clinician enters a new order for a duplicate or interacting medication either ordered during the same ordering session, or with a med already on file, epic fires an alert, which includes a dialog box which contains an action button to cancel or discontinue the appropriate med. If the original med was ordered during admission med reconciliation, however, these action buttons are missing. The clinician then must remember to go back to the med list, find the drug, and discontinue or modify it. This subsequent complex workflow is easily thwarted if the clinician is interrupted, distracted, or just plain forgets. This has led to at least one instance where a pt was exposed to such interacting / duplicate meds. I do not have specifics. During investigation of this problem, we learned that epic corporation has known about this "for over 9 years, and [they] don't have any imminent development planned to fix it." This is unconscionable; this must be fixed before real harm comes to a pt. This is copied from the work notes in our ticketing system (names removed): "I searched through outstanding qa notes, and I did not find one that was specifically written for missing reorder / discontinue buttons in pta reorder scenarios. This is qa note (B)(4). It's been open for over 9 years, and we don't have any imminent development planned to fix it. There is some customer interest, so hopefully this will be addressed in the future. "I'm going to have him move this slg (B)(4) to the future to take a look at this in another 12 months." FDA safety report ID# (B)(4).